Event description:
Empty sterile bags have a micro leak around the spike port. This issue with the exactamix bags surfaced when these baxter bags began being assembled in (B)(4). These are 500ml bags but this has occurred in 1000ml and 2000ml as well. The ref lot number for these bag is h938738. The leak in these tpn bags is only detected after the bags are filled with the tpn components. Product type: drug/biologic, strength: 500ml size unk. Therapy duration: 2 month; provide IV nutrition to pts.

Event description:
Add'l info received from reporter on (B)(6) 2018 regarding report mw5077946: defective IV nutrition bags (exactamix by baxter healthcare) assembled or produced in (B)(6). These empty tpn bags have minute leaks around the bag seal usually. These leaks can only be found once the bag is filled with fluid.